Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient went through the trial and did not have enough time to use their stimulator because they were in pain. It was reported the pain started the first day of the trial and lasted until about 1-2 weeks after the trial. It was noted the pain was down the back and the patient had not had the pain before. It was noted the patient was afraid to move because of the pain. It was reported the patient was having trouble sleeping, could not sit up for too long and could not lay down on her back, had to lay down on side or front. It was stated "the lead looked bent or something" and all she knew was"the doctor said he's in deep trouble". It was noted the doctor "thought it was a need and realized it was a wire". It was noted the trial began on (B)(6) 2014 and ended (B)(6) 2014.